Manufacturer narrative:
The hill-rom tech found the brakes not holding due to all 4 casters, all 4 caster supports, and both main bearings damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all 4 casters, all 4 caster supports, and both main bearings to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received report from a hill-rom tech stating the brakes were not holding. The bed was located at the account in (B)(6). There was no pt/user injury reported. (B)(4).